Manufacturer narrative:
Limited patient information was provided by the customer, treatment parameters were not within clinical guidelines. The device was evaluated and was operating as intended. User error was involved, resulting in widespread hypopigmentation on the patient's face. Hypopigmentation is an expected side effect from laser treatments, but given the extent of the area affected in this incident, this is reportable.

Event description:
Patient's burn resulted in widespread hypopigmentation on face due to user error.